Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the third firing on stomach, the staples on the specimen side did not fire/form. The staples on remnant stomach fired properly. The reload was removed and a new stapler and reload were used on the remaining firings. Peristrips were used on all stapler firings. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.